Event description:
It was reported by service report that the head end right siderail would not lock into the upright position due to a bent glide rod. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Siderail glide rod.